Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized due to hyperglycemia. The reported blood glucose reading was 327 mg/dl. Troubleshooting was performed, and the programming on the insulin pump was checked. No insulin exited during the prime test. The high pressure test passed. Nothing further was reported.